Manufacturer narrative:
The pump passed all functional testing including the self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was reset with correct time and date and monitored for 24 hours. No time or date anomaly noted. Unit had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 171 mg/dl at the time of incident but woke up with blood glucose of 46 mg/dl. Troubleshooting found that the pump is cracked around the left side of the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.